Event description:
Caller reported a malfunction on pump with resettable error code malf 12, occurring at least three times without any preceding notable events. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.